Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Correction to g3: the initial MDR was submitted with the incorrect aware date of january 22; the correct aware date is january 26. Correction to h4: (typographical error). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The following findings were noted during device evaluation: due to damage on the camera head tube, water tightness was lost, due to burn on the plastic distal end cover the insulation resistance value at the plastic distal end did not meet the standard value, the universal cord and connecting tube had buckling. The adhesive on the bending section had wear, scope cover and objective lens was shaved, label on the scope connector was peeled, the image guide protector was damaged, the plastic distal end cover was dented, and the light guide lens had a chip. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a white foreign material inside the a/w tube & cylinder. There were no reports of patient involvement.